Event description:
It is reported that the device was implanted in 2003. Post-op, the patient complained of pain. An x-ray revealed that the device had dislocated and that the poly was broken into 3 pieces. A revision surgery occurred in 2007, where the doctor replaced the locking ring of the already implanted cup.

Manufacturer narrative:
Eval summary: reason for fatigue is unk. Poly flange has a groove on the medial side. It is probable that if the liner is not seated in the shell securely, it could lead to rotational instability causing poly wear. It is unk whether groove occurred before poly fracture or post-poly fracture. Patient age, weight, activity level, and build are unk. Cause cannot be definitively determined. Eval: locking ring is heavily worn and bent. Rim of liner is fractured off. Scanning electron microscopy analysis of a fragment of the rim fracture showed fatigue striations indicating that fracture occurred by fatigue. Energy dispersive spectroscopy analysis of the liner material showed a carbon (c) peak in the spectrum, typical of uhmwpe. Device history records indicate device manufactured to specification.